Event description:
It was reported that high capture thresholds were observed on the right ventricular lead. No patient symptoms were reported. The lead was capped and replaced during a device changeout procedure. The patient was noted to be in stable condition following the procedure.